Event description:
Related manufacturer reference number: 1627487-2022-00081. It was reported the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.